Event description:
It was reported that the blood glucose level reached 600 mg/dl while the pod was worn between 5 and 24 hours. The cannula didn't deploy during the activation process indication that a needle mechanism failure occurred. The pod was discarded. Details regarding treatment were not reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.